Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) clarified that the reported discomfort and muscle tension was experienced throughout the patient's whole body. Furthermore, the cause of the discomfort, inability to sleep, and muscle tension are unknown, with unknown interventions taken to resolve the issue as well. However, it was noted that the event has been resolved. No further complications are anticipated.

Manufacturer narrative:
The device was implanted off-label for muscle tension disorder. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for muscle tension disorder. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2014 and after the surgery, the patient experienced high muscle tension, discomfort, and was unable to sleep so the device was explanted in (B)(6) 2015; there was not a greater than 50% reduction in symptoms. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. The event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.